Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it was received, two suture pieces that pertain to the product code sxpp1a404. During the visual inspection of the suture pieces, missing and damaged barbs were noted in each piece of suture. Also, the ends appear to be cut probably by a surgical instrument. This is consistent with the removal of the suture from the patient. The product code sxpp1a445 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2023 and a barbed suture was used on the knee fascia. About 5 days after the procedure, water accumulated at the patient's suture site. When the wound was opened and treated, a breakage of the barbed suture was observed. The surgeon immediately applied reinforcing sutures to the breakage area, and then the specimen of the ruptured barbed suture was collected. After a meeting between the sales rep and the surgeon, it was found that the event was not caused by twisting of the barbed at the time of suture. The operation time was extended within 30 minutes. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral strength ¿ 2360 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 2 sutures break post-op? Were the 2 sutures used on the same knee or different knees? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Where was the break noted (termination, middle, end)? Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? As this is a post-op event, why was it mentioned that operation time was extended within 30 minutes? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number of each suture? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2023-04201.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did 2 sutures break post-op? Actually only 1 suture was used. Were the 2 sutures used on the same knee or different knees? One knee. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? This procedure was tka. On what tissue was the suture used/location of suture placement? Knee fascia. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Knee fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. Please describe any surgical intervention required for the wound dehiscence including date and findings. Opened the wound, re-suture. The suture initially placed was broken. Please describe the appearance of the suture during the second procedure. Broken. Where was the break noted (termination, middle, end)? Middle. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Structural stress is placed on the site where the suture is placed. This resulted in breakage. As this is a post-op event, why was it mentioned that operation time was extended within 30 minutes? No intraoperative extension. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Because breakage caused dehiscence, so there was a causal relationship between product and event. What is the patient's current status? No proble. Lot number of each suture? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information. We regularly contact with sales rep about the device returning. I certify that all information that are known/available has been disclosed.